Event description:
It was reported to philips that host pc and mpdu failed, causing boot-up issues on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu replacement assembly and flexvision 2 pc no hdd, coa, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).